Manufacturer narrative:
The investigation of access site bleeding and thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received from abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured acute thrombocytopenia and an impella access site hematoma both events with a "possible" relationship to the impella device used. An impella 5.5 was selected and implanted in the patient for mechanical circulatory support via right axillary cutdown without complication. The patient was being worked up for left ventricular assist device but noted would transfer out if approved for a heart transplant. The patient was approved for the heart transplant and was transferred to an outside hospital. However, the next day after the impella 5.5 device was implanted, acute thrombocytopenia likely secondary to the impella was noted with no sign of hemolysis. Heparin-induced thrombocytopenia (hit) was confirmed two days later. The patient was given agatroban for anti-coagulation which was be later switched to heparin and the issue was resolved. The patient recovered with no sequelae. Seven days after confirming hit, a hematoma at the impella site was noted. The hematoma resolved with cardiectomy and removal of right axillary graft during surgery. Of note, the impella 5.5 device was removed prior to the new heart being implanted. The patient recovered from the hematoma event with no sequelae.